Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage on keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer was not holding a button down for 3 minutes or greater. The customer stated that he took a battery out and received battery out limit earlier. The customer will be sent a replacement pump.